Manufacturer narrative:
This report is submitted february 6, 2017.

Manufacturer narrative:
This report is submitted on october 25, 2016 by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use. It was determined that the electrode array was not in the cochlea.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6), 2016. Registration number 3009092818 and exemption number e2016011. This report is filed on january 24, 2017.